Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 20:34:36. During night drain cycle 6, the patient's ultrafiltration reading was 1795ml, indicating the home patient (hp) drained 1555ml more than their maximum programmed fill volume of 2400ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: this event is from a foreign reported device. Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The cause was determined to be false empty detect and clinician inappropriately set the minimum drain volume percentage setting too low at 80%. The recommended value for this setting is at least 85%. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.